Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was visible in the left common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted in a minimally calcified left common femoral artery (lcfa) with three proglide devices using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. Reportedly, with the three proglide devices, the needles did not deploy resulting in the suture not deploying when the plunger was depressed. The sheath was upsized to 14f and the aaa procedure was completed. A cut down was performed and hemostasis was surgically achieved in the lcfa. Hemostasis was achieved in the rcfa with 2 successfully pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.